Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. No further malfunctions occurred, and the customer was instructed to continue using the pump and to contact technical support if any issues recurred.